Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Leakage was reported at the cassette cap/port. Upon inspection, the red cap was already fully tightened to the connector and could not be secured further. After removing and reattaching the cap, slight looseness was observed at full tightness. The cap and connector were rinsed and tested with the cassette elevated and tubing hanging freely, which confirmed a leak at the cap-to-connector interface. No patient was involved.